Event description:
Customer went shopping and left unit outside of the store. While inside customer heard a loud noise. When customer inspected their unit, customer discovered that a tire had exploded.